Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was not able to be removed from the left ventricular (lv) lead. The physician suspected that there was blood in the lumen which was restricting the movement of the guidewire. The lv lead was not implanted and the procedure was abandoned. An epicardial lead implant procedure is anticipated to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for evaluation. Visual inspection revealed pieces of green polytetrafluoroethylene (ptfe) coating of the guidewire inside the connector pin and molded connector. X-ray examination revealed the bunched of the inner coil at the connector region and a piece of guidewire at the middle region. The cause of the reported event was isolated to bunched inner coil and pieces of ptfe coating of the guidewire consistent with procedural damage.